Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went shut down when open a pocket in the full height drawer 5. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the full height drawer opens and shuts the entire machine down was confirmed during fse testing and verification of thermal damage was subsequently confirmed during the dchu investigation process. According to work order: (B)(4), the fse found chaffing on pyxibus cable and replaced cable. The fse tested the drawer in hta, and no further issues were observed. During dchu visual inspection: p/n: 120547-01: the part received showed exposed copper strands and black marks around the exposed copper which is an indicative of thermal damage. During dchu testing: p/n: 120547-01: no further dchu testing of the received assy pyxibus cable is required due to the exposed copper strands and black/burn marks observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue full height drawer opens and subsequently shuts the entire machine down was determined to be a thermally damaged assy cbl pyxibus 6 drawer. This condition can lead to systemic failures, including a complete station shutdown.